Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 621679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: motrin from (B)(6) 2007. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 6 days after insertion of essure (ess205), the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("back pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), fatigue ("fatigue") and alopecia ("hair loss"). In 2007, the patient experienced bladder disorder ("bladder or problems or changes") and urine odour abnormal ("metal odor in urine"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, infection ("infection"), menstrual disorder ("menstruation issues") and urinary tract disorder ("urinary problems or changes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, infection, headache, menstrual disorder, vaginal haemorrhage, menorrhagia, back pain, abdominal pain, vaginal infection, bladder disorder, urinary tract disorder, urine odour abnormal, migraine, fatigue, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, urinary tract disorder, urine odour abnormal, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Patient currently planning for essure removal:reason(s) for removal: essure-caused injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events added from pfs- depression and mental anguish. Onset date of event abdominal pain, back pain, menorrhagia, vaginal haemorrhage, headache, migraine were updated. Historical drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.